Event description:
It was reported the patient dislocated left total hip arthroplasty. The patient underwent a closed reduction requiring anesthesia.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.